Manufacturer narrative:
(B)(4).

Event description:
Received information stating patient was in an car accident and since then has not been able to program some electrodes to provide stimulation. Existing parasthesia was maintained but electrodes that patient would use to provide stimulation lower in leg are showing as open circuits and no stimulation is felt. Impedance were >4000 ohms on some of the bipolar pairs. Additional information has been requested and if received a follow up report will be sent.